Event description:
It was reported that the unspecified bd pen experienced leakage -broken which was noted during use. The following information was provided by the initial reporter: as the complainant reported that the package had a leaking pen when dispensing to patient.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the reported condition are available for examination. Neither catalog number nor lot number are provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen experienced leakage -broken which was noted during use. The following information was provided by the initial reporter: as the complainant reported that the package had a leaking pen when dispensing to patient.